Event description:
Clinical study. Same case as 2134265-2009-01625 and 2134265-2009-01626. It was reported that 196 days after a coronary artery stenting procedure the pt experienced restenosis and required a target vessel reintervention (tvr). Lesion 1 was a 3.00mm, 100% stenosed, 45 mm long portion of the mid right coronary artery (mid rca). The physician treated the lesion with pre-dilatation with a balloon at 10 atms, and successful placement of two taxus express2 study stent (3.00x32mm at 16atms and 2.75x32mm at 18atms). Post-dilatation was performed with two balloons at 20atms. Post procedural ivus was performed and confirmed that the stents apposition to vessel well. Post-procedural visual evaluation confirmed target lesion diameter stenosis 0%. There was no gap between the 2 stents. Lesion 2 was a 3.00mm, 75% stenosed, 12mm long portion of the proximal left anterior descending (prox lad). The physician treated the lesion with direct stent placement of a 3.00x16mm taxus express2 study stent. The lesion was not post-dilatated. Post-procedural ivus was performed and confirmed that the stent was apposed to the vessel well. Post-procedural visual evaluation target lesion diameter stenosis 0%. Lesion 3 was located in the mid left anterior descending (mid lad). 196 days after the index procedure the pt developed restenosis of the mid lad and mid rca, and required a target vessel reintervention (tvr) and pci. The mid lad was 3.00mm in diameter, 13mm long and 90% stenosed. The mid rca was 3.0mm in diameter, 46mm long and 90% stenosed. Post procedure stenosis of both lesion was 0%. Angiography was performed without revascularization. The pt condition was listed as improved and the pt was discharged 3 days later. In the opinion of the physician the relationship of the restenosis to the taxus stent is probable.

Event description:
It was reported that during an unknown procedure the device was closed and inserted into the trocar. The device would not open to fire. The device was removed from the trocar. Another device was used to complete the case with no patient consequence.

Event description:
The customer stated the frequency of weakly reactive results increased with several lots of architect hbsag reagent. The issue was resolved after the reaction vessel lot was changed. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). Evaluation: the investigation unit has evaluated this customer complaint and has determined that it is not associated with remedial action reporting number (B)(4) and is therefore unassigned. This is the final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Upon further review, the customer issue is associated with remedial action reporting number 1415939-2/27/09-003-r, as the lot of the suspect reaction vessel was in use at the customer facility. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Event description:
Customer reported leaking at top of pumping segment below upper fitment. No pt harm reported. Although requested, no further pt/event info was provided.